Manufacturer narrative:
Lot number - 16m028, 18k013, 19b034, 19b036, 19c008, 19c012, 19d018, 19d054, 19d060, 19e035, 19g031, and an unspecified lot number. Seventeen (17) single-use devices were received for evaluation. For fifteen of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the fifteen returned devices. The devices were found to be conforming product. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. One device was received for evaluation with a non-baxter luer connector attached to the luer. Visual inspection revealed fluid inside the bag that contained the device. A functional leak test was performed by filling the device with water. The next day, a leak was observed at the distal end of the luer connector. No evidence of a leak was observed from any parts of the elastomeric device. The cause of the leak from the non-baxter luer connector could not be determined. Photographs of thirty-six (36) devices were also received for evaluation. For two of the photographs, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. For five of the photographs, visual inspection revealed that the devices had leaked from the blue winged luer caps. The reported condition was verified. The cause of the condition was not determined. For twenty-nine of the photographs, visual inspection revealed that the devices had leaked. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 98 </noe> malfunction events. It was reported that ninety-eight (98) small volume folfusors leaked. Sixty-eight devices leaked from an unspecified location, twenty-three devices leaked from the blue winged luer cap, one device leaked from the white screw cap on top of the device, one device leaked from the line at the top next to the filling port, and five devices leaked from an unspecified cap. All ninety-eight leaking events occurred prior to patient use. Ninety-six events had no patient involvement. Two of the devices that leaked from the blue winged luer cap were used on patients after the leaks were identified with no patient consequences. No additional information is available.